Manufacturer narrative:
A ge healthcare service technician performed a checkout of the equipment, and the reported complaint was confirmed. The ge healthcare representative noted that mechanical ventilation was not possible in the unrepaired state. The electronic module was replaced and unit was turned to service.

Event description:
The hospital reported that the operation verification test (ovt) is not passing. There was no reported patient involvement.